Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported the lead adaptor was suspected to be malfunctioning due to noise. The adaptor was explanted. No patient complication has been reported.

Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis as it was capped, therefore, the clinical observation could not be confirmed. The investigation was focused on review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The following controls are in place to mitigate the reported product issue. Per procedure bipolar lead adaptors/extensions final inspection devices are inspected 100% for electrical inspection: check electrical resistance by using multimeter. Extension bis/bis: attach the red cable to the connector pin and black cable to the trokar needle. Insert trokar needle straight on the screw head through the seal of the connector pin receptacle on both legs and check for resistance. Insert trokar needle into the other screw for connector hull receptacle to assure that there is no electrical connection/short. Attach red cable to the connector hull and follow the same method as above for the connector hull receptacles on both legs. The instructions for use (IFU) bis/bis informs the user: the adaptors are implanted in the extremely hostile environment of the human body. Because the adaptors are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Adaptors may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of adaptor by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, adaptors may be damaged by improper handling, use, placement or other intervening facts. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.